Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis found abrasion on the outer insulation at 5 cm from the connector pin. The lead abrasion is consistent with that produced by friction with th he ICD can.

Event description:
This report is to advise of an event observed during analysis.